Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(6).

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had insufficient blood flow. No report of injury or medical intervention. No report of blood exposure to mucous membrane.